Event description:
It was reported that a patient from (B)(4) experienced a leak at the tubing of the transfer set and was diagnosed with peritonitis. The leak was described as "a leak at the tubing between white parts and tube" (indicating at the junction of the tubing and the twist clamp). As reported "now, the patient was recovery". Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This complaint for leak is confirmed because evaluation of the returned sample identified a leak due to a cut in the silicone tubing. A batch review performed for the manufacturing lot h11i28041 revealed no deviations from standard procedure, indicating that there was no process change that would have contributed to this issue. The root cause for the cut silicone tubing could not be determined.

Manufacturer narrative:
(B)(4). The device has been requested for return to the baxter product analysis lab for evaluation. Should the device be received and an evaluation completed or additional information received, a follow up report will be submitted.